Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result of 500 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. During the call on (B)(6) 2017, the customer reported feeling well and did not report any symptoms. The customer stated that when she had obtained the result of 500 mg/dl on (B)(6) 2017 at 08:25 pm, she had gone to her local hospital and was admitted at 9:10 pm and left at 9:30 pm. The customer stated her blood glucose result while at the hospital was 277 mg/dl. The customer stated while at the hospital they checked her blood pressure, blood sugar, asked her if she had chest pain and if she had taken her oral diabetic medications that night. The customer stated the doctor had said since the customer took her medication that night to allow it to take effect and did not give her any treatment while at the hospital. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 196mg/dl, (B)(6) 2017 08:22 am, fasting:yes. A 160mg/dl, (B)(6) 2017 08:19 am, fasting:yes. A 348mg/dl, (B)(6) 2017 10:58 pm, fasting:yes. A 366mg/dl, (B)(6) 2017 09:50 pm, fasting:yes. A 333mg/dl, (B)(6) 2017 09:30 pm, fasting:yes.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests result of 500 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. During the call on (B)(6) 2017, the customer reported feeling well and did not report any symptoms. The customer stated that when she had obtained the result of 500 mg/dl on (B)(6) 2017 at 08:25 pm, she had gone to her local hospital and was admitted at 9:10 pm and left at 9:30 pm. The customer stated her blood glucose result while at the hospital was 277 mg/dl. The customer stated while at the hospital they checked her blood pressure, blood sugar, asked her if she had chest pain and if she had taken her oral diabetic medications that night. The customer stated the doctor had said since the customer took her medication that night to allow it to take effect and did not give her any treatment while at the hospital. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 196mg/dl (B)(6) 2017 08:22 am fasting:yes, 160mg/dl (B)(6) 2017 08:19 am fasting:yes, 348mg/dl (B)(6) 2017 10:58 pm fasting:yes, 366mg/dl (B)(6) 2017 09:50 pm fasting:yes, 333mg/dl (B)(6) 2017 09:30 pm fasting:yes.